Event description:
It was reported that metal shavings were being dislodged from the inside of the two blades during a case.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.